Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - purge failure when attempting to use on pt. Findings/action taken: biomed stated that they found the helium adaptor not seated properly into the regulator yoke and when the helium was turned on, a gas leak could be heard. Biomed was unable to duplicate the complaint of purge failure. Updated software to 2.24. Found small source side helium leak, tightened helium transducer on regulator. Unit passed preventative maintenance. Functional was checked. Add'l info received on (B)(4) 2011 from the senior service technician; according to biomed, the pump alarmed when they attempted to use it on the pt. The pump was not used on the pt. Per a phone call from biomed, the same day, a new pump was used with success.